Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, oversensing resulting in automatic mode switching was observed on the right atrial (ra) lead. Provocative testing was performed and the oversensing was not reproduced. No further intervention has been performed at this time and the patient was stable and will continue to be monitored.